Manufacturer narrative:
The received product does not remain inflated because of a small cut on the balloon. Investigation could not determine the exact cause of this cut. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. Given the routine manufacturing controls and the complaints /sales history, no further investigation nor corrective action is deemed required. The device history records review did not reveal any anomaly that could explain the reported event. The reported complaint was confirmed. Device identifier ip2p: (B)(4).

Manufacturer narrative:
The device was not yet returned for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that a physician attempted to use a 7cbd10 neuro balloon catheter for an endoscopic procedure on (B)(6) 2019 and the balloon popped. Additional information was received on 20may2019 indicating that the issue occurred during the procedure on a (B)(6) male patient. The balloon was inflated but it did not stay up; it deflated by itself. The device was in contact with the patient with no alleged injury. There was surgery delay of about five minutes to troubleshoot and get a new catheter. There was no adverse consequence noted due to the delay. The patient remained stable during the duration of the case.